Manufacturer narrative:
New fields: d8, h3, h3, h4, h6. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the root cause could not be conclusively specified. The event can be detected/prevented by following the instructions for use which state: fu states the detection method in cf-ez1500dl/I series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in cf-ez1500dl/I series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported "possibility of foreign materials being mixed in with the suction pipe" . The issue was found at preparation for use. There were no reports of patient involvement.